Event description:
The medtronic cryo machine (n-547 console 104a2 gen IV cryoconsole us can) malfunctioned in the mapping mode. The alert was concerning. This is not the first time we have had alerts with the mapping functionality. Ablation mode is functioning well. There have been several different alerts during several different cases. The company has taken all the catheters that we used with malfunction alerts. They are going to qa the freezor catheters and umbilical injection cables. We are not sure if it is a catheter or console issue. Alerts occur with different catheters and always in mapping function. The problem remains intermittent. It worked well in mapping mode the next week and then failed the following week. With this event, they were able to complete the case and there was no harm done to the patient.======================manufacturer response for medtronic cryo machine (n-547 console 104a2 gen IV cryoconsole us can, console 104a2 gen IV cryoconsole us can (per site reporter).======================inspection following 50012 errors during case. Disposables (coaxial umbilical and catheter) have been sent back to medtronic for quality inspection. Tested console with numerous freezor test catheters and coaxial umbilical cables. Used mapping in each test and went from mapping to ablation. No errors were reproduced in the same room the console is normally operated in. Vacuum system operated normally and test cases were completed without issue. Tested power supply voltages, temperature calibration, sub-cooler temperature, and all other values of console. No calibrations were required, all readings were within specifications. Replaced (2) auto connection boxes rev 04 with new auto connection boxes, rev 05. Replaced ECG leads with new cables. Returned console to service.